Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2017 which performed as expected. The immucor laboratory also tested a blood sample sent from the customer site on (B)(6) 2017, which yielded expected positive outcomes.

Event description:
On (B)(6) 2017, a european (B)(6) customer site reported an unexpectedly negative antibody screen when tested on a galileo neo instrument.